Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported on behalf of the customer a low reading issue with the freestyle libre sensor. The customer received low scan readings, and experienced a loss of consciousness. The customer was taken to the hospital where a healthcare meter result of 250 mg/dl was obtained compared to a scan of 60 mg/dl. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant. The customer was hospitalized for 2 days, are provided insulin and unspecified oral medication for treatment. There was no report of death or permanent injury associated with this event.